Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
(Fish out the) tampon from my body [foreign body in reproductive tract]. Fish out the tampon from my body [complication of device removal]. String comes off the tampon [device breakage]. Case narrative: consumer reported via e-mail that the string comes off the tampon during removal. No serious injury reported.